Event description:
Same case as MDR ID# 2134265-2015-03999 and 2134265-2015-04000. It was reported that automatic pullback failure occurred. The motor drive unit(mdu) was used in conjunction with an unspecified imaging catheter and a sled. During the procedure, the mdu failed to perform automatic pullback.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The product was received in good condition. The problem could not be reproduced as indicated in the original complaint. The unit successfully underwent a continuous burn-in for 6 hours. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).